Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a cause for the reported difficult sheath insertion and hemostasis not achieved. The reported event can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the proglide devices undergo various visual inspections and functional testing. There was no report of any abnormal user technique. Reportedly, the patient has a history of prior arteriotomy in the target groin and peripheral vascular disease. It was reported that resistance during device advancement was due to scar tissue. Based on the reported information and the inspection criteria, a definitive cause for difficult sheath insertion during device advancement and hemostasis not achieved after deployment could not be determined, however, scar tissue may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic left heart catheterization procedure. Reportedly, during advancement of the device, resistance was met due to scar tissue. After the knot was deployed, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.